Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, version: 4.3.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-nov-15 00829166 (hcp): medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that they noticed a change in the accuracy of the localizer box detection accuracy with our leksell vantage frame. At the beginning of case to obtain a computed tomography (CT) with the leksell vantage localizer box and then detected it with the brain lab elements software. They typically get a frame detection accuracy, and now with two cases with the new imaging system they had not been getting better accuracy. Nothing else had changed. They did stereotaxy mode, medium dose, with a breath hold (the same way they had acquired the localizing images with the prior imaging system).

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a user workflow issue as per salesforce. Action taken as verified alignment with cannister phantom and everything was within tolerance. Performed system checkout, imaging system is operational. "Software functioning as designed." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.